Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), uterine perforation ("uterine perforation"), pelvic pain ("severe pelvic pain/pelvic area pain"), menstrual disorder ("menstruation issues") and blood loss anaemia ("blood or heart disorder/condition type: anemia/blood or heart disorder/condition type: anemia") in a 39-year-old female patient who had essure (batch no: 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multiparous, irregular menstrual cycle, iron deficiency anaemia, blood pressure high and uterine leiomyoma. Concomitant products included dienestrol (ortho dienoestrol), ethinylestradiol;norgestimate (ortho tri-cyclen), lisinopril since 2000, nsaids and paracetamol (acetaminophen) since 2011. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 4 years 7 months after insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced blood loss anaemia (seriousness criterion medically significant). In august 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish"). In january 2012, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse (dyspareunia, painful sexual intercourse)"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids, uterine leiomyoma/other injury or complications: fibroid and uetrine leiomyoma"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant), abdominal pain ("abdominal area pain") and back pain ("low back area pain"). The patient was treated with iron, progesterone, surgery (ablation attempted on (B)(6) 2015, d&c) and underwent dilation and curettage due to complications from the essure device. Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, blood loss anaemia, dyspareunia, vaginal haemorrhage and uterine leiomyoma had not resolved and the uterine perforation, depression, anxiety, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: eight coils were visualized at the end of the procedure in the right tube and three coils were visualized in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2011: total bilateral occlusion, oth of my fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Uterine perforation was added from mr, patient's medical history was added. On (B)(6) 2019: fu 7 and fu 8 were processed together. Pfs received. Abdominal pain and back pain were added. Onset date of events updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues") and haemorrhagic anaemia ("blood or heart disorder/condition type: anemia") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Concomitant products included dienestrol (ortho dienoestrol), nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). On (B)(6) 2015, 3 years 7 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids, uterine leiomyoma"). In (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). The patient was treated with surgery (ablation attempted on (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage and uterine leiomyoma had not resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, haemorrhagic anaemia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Event added: dysmenorrhoea. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). On (B)(6) 2015, 3 years 7 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids, uterine leiomyoma"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). The patient was treated with surgery (ablation attempted (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dyspareunia, vaginal haemorrhage, anaemia and uterine leiomyoma had not resolved and the depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added- depression, mental anguish. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues") and haemorrhagic anaemia ("blood or heart disorder/condition type: anemia") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). On (B)(6) 2015, 3 years 7 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids, uterine leiomyoma"). In (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). The patient was treated with surgery (ablation attempted (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage and uterine leiomyoma had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, haemorrhagic anaemia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, 3 years 7 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids, uterine leiomyoma"). In 2015, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). The patient was treated with surgery (ablation attempted (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dyspareunia, vaginal haemorrhage, anaemia and uterine leiomyoma had not resolved. The reporter considered anaemia, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (vaginal), menorrhagia), anemia, fibroids, uterine leiomyoma and essure confirmation test: no- added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and dyspareunia ("dyspareunia"). At the time of the report, the menstrual disorder, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.